Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system displayed an alert for a shocking impedance measurement greater than 125 ohms. A review of the device data identified rising shock impedance measurements over the past year. A boston scientific technical services consultant discussed the clinical observations with the caller and recommended troubleshooting. No adverse patient effects were reported.